Event description:
The plaintiff's attorney alleged that the patient experienced cardiopulmonary arrest and subsequently expired the same day. It was reported that the event occurred due to administration of the product during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.